Event description:
The distributor was notified by the user facility. The black markings (scales) on a catheter tubing was coming off after the device was used for 72 hours, which is beyond the 24 hours labeled timeframe. No pt injury or medical intervention were reported. Ballard medical has no first hand knowledge of the allegations but is relaying info received from outside sources pursuant to federal regulations.